Manufacturer narrative:
(B)(4). The product will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker showed less than six months of elective replacement indicator (eri) then after three months, end of life (eol) was declared. The patient was not symptomatic and boston scientific technical services (ts) advised to save to disk for the engineering analysis. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.